Event description:
The info regarding the event is a summary of the info contained in a letter received by carefusion on (B)(4) 2013 from the pt's lawyer. An incident occurred on (B)(6) 2013 where the pt was severely injured and ultimately died on (B)(6) 2013. The letter did not indicate that there was any device failure.

Manufacturer narrative:
On (B)(4) 2013 carefusion sent a letter to the user facility seeking additional info on the reported event. As of (B)(4) 2013 carefusion has not received any written response from the user facility. The user facility did not submit a user facility report to the MFR. Event codes were derived based on the info obtained in the letter from the pt's lawyer. (B)(4). Due to pending litigation the device has not been released to carefusion for eval. Carefusion is in the process of coordinating with the lawyers for the pt and the user facility to be on hand to observe any eval performed by a third party on the device. Should carefusion receive any additional info regarding the event and/or eval results on the device, carefusion will submit a f/u medwatch report.